Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 490 mg/dl. Prior to the event, the customer stated that he bolused several times, but his blood glucose levels remained elevated. The customer experienced vomiting, frequent urination and dry mouth. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the bolus history did not match with the daily totals. Advised that the insulin pump would be replaced. Nothing further was reported.